Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03202, 3005099803-2015-03200 and 3005099803-2015-03201 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used in common bile duct during a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while advancing the guidewire over the stent delivery system, the hydrophilic tip detached and the tip of the metal corewire was exposed. A new guidewire was used in conjunction with a new stent and delivery system. The stent was successfully deployed but the hydrophillic tip of the second guidewire had detached, exposing the tip of the metal corewire. The procedure was repeated and a third guidewire was used, though the stent was successfully placed, the hydrophilic tip of the third also detached, exposing the tip of the metal corewire. The procedure was completed using the third guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03202 and 3005099803-2015-03200 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used in common bile duct during a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while advancing the guidewire over the stent delivery system, the hydrophilic tip detached and the tip of the metal corewire was exposed. A new guidewire was used in conjunction with a new stent and delivery system. The stent was successfully deployed but the hydrophillic tip of the second guidewire had detached exposing the tip of the metal corewire. The procedure was repeated and a third guidewire was used, thought the stent was successfully placed, the hydrophilic tip of the third also detached exposing the tip of the metal corewire. The procedure was completed using the third guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.